Event description:
It was reported that the first "fiber tip was going to detach but did not, the fiber did not fire properly at 97,593 joules" into the case. A second fiber completed the case. There was no report of pt and/or end user injury.